Event description:
The complainant reported a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support and following the implant, purge pressure high alarm occurred and was unable to be resolved. The impella cp device advanced across aortic valve and started. After starting, purge flow was 4.5 ml/hr. Over the next ten minutes, the purge flow steadily decreased until alarming purge pressure high. Purge line was traced, and no kinks were present. The decision made to swap for a new purge cassette. After cassette changed, purge flow did not normalize, and alarm persisted. Another automated impella controller (aic) was brought in, and aic-to-aic transfer was conducted. Again, alarm remained present. The physician continued with case with alarm present. Intravascular ultrasound, ballooned, stented, and post dilated the proximal left circumflex and left anterior descending into the left main. Physician displeased with alarm and distraction during the case. The physician stated the patient was appropriately anticoagulated prior to implant and does not believe thrombus could have been a factor in purge pressure failure. The impella cp device was explanted. There was no report or indication of harm to the patient as a result of the event.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella cp with smartassist. Section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of high pressure purge has been completed. The returned pump was inspected and there were no physical abnormalities. There was biomaterial observed in the purge gap below the impeller. The pump was soaked and run in the lab. The high purge pressure did not reproduce. The pump passed electrical testing. There were no data logs provided for the case. As the high purge pressure was not reproduced and biomaterial was observed in the purge gap, the root cause of the high purge pressure was most likely biomaterial. B.7 information was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26979. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26979 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.3 revised selections as investigation was completed at time of initial manufacturer device report number 1220648-2025-26979 submission. H.6 several investigation result codes were inadvertently omitted from initial manufacturer device report number 1220648-2025-26979 and were added. H.10 investigation results were inadvertently omitted from initial manufacturer device report number 1220648-2025-26979 and were added. Additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-26979 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.